Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose over 700mg/dl. Troubleshooting was performed. The time and date were incorrect. The caller mentioned that the battery keeps popping out, and the plastic was breaking off around the battery and the reservoir compartment. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the functional test, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The device had a severely scratched display window, broken reservoir tube, broken belt clip slot, cracked battery tube threads, and broken battery cap.